Manufacturer narrative:
Unique identifier (UDI): (B)(4).- the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient called in fill 1 of 6, having filled 1677ml / 2000ml because he wanted to know how to stat drain. The patient stated he had somehow closed his clamps by accident on drain 0 where it moved him forward to the fill. Assisted the patient in stat drain 1 where he drained 3642ml / 1731ml. The patient felt comfortable continuing in his treatment. The reported drain volume of 3642 is 182% over the expected drain volume resulting in a reportable device malfunction. A follow up call was made to the patient's nurse who reported that there was no injury due to the large drain volume.